Event description:
The account alleged that when the bed exit alarm goes off that it only goes off at the bed, it does not send a nurse call. No patient impact.

Manufacturer narrative:
The technician suggested the account replace the scale board. No further information is available on the repair of the bed at this time.